Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray showed the lead was dislodged. The lead was explanted and replaced successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.